Event description:
It was reported that the anchor was dis-assembled inside of the arthroscope. Broken pieces were removed from the patient. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint stated: "it was reported that the anchor was dis-assembled inside of the arthroscope. Broken pieces were removed from the patient. Procedure was completed with a back-up device. No patient injury reported." It was also indicated that this occurred during a rotator cuff repair. S&n does not recommend use of an arthroscope with the footprint product family. The allegation does not appear to align with the return. The anchor is intact and still attached to the insertion shaft. There are no barbs broken or damaged. The insertion device was returned with one strand of suture and the stay suture wrapped around the device handle. There is no obvious damage to the insertion tip. The torque limiter is functional. Audible click is heard with advancement. The inserter engages with the anchor. The grub insert was found in position within the anchor. There is no sign of internal stripping. There was no obvious reason found for the return. No problem was determined. No root cause related to the manufacturing of this device was established.